Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty while impacting the cup, the impactor connection bolt broke off within the screw hole of the implant. The surgeon observed that the fractured piece was flush on the outside of the cup as not protruding out of the cup into the acetabulum, and was also flush on the inside of the cup as to not interfere with the liner being implanted into the cup. The surgeon made the decision to leave the broken connecting bolt in the cup and in the patient. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10 the reported hybrid offset shell inserter was returned. Visual evaluation identified that the threaded tip had fractured, and the fractured portion was not returned. The hex bolt was returned detached from the inserter. Strike plate shows signs consistent with use over a potential field age of approximately 4 years. No other issues were identified. Device history record was reviewed and no discrepancies were found. The reported issue has been previously investigated. The failure mode occurs most frequently when the straight shell inserter is paired with the continuum or trilogy it shell. The levering force puts great stress on the distal end of the bolt and its interface with the shell threads. Initially, due to difference in the material properties, the titanium threads of the shell will yield before the stainless steel threads of bolt, but the shell is single use so that is acceptable. However, after repetitive cyclic loading, fatigue effects accumulate for the bolt and cause the tip to fracture. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.